Event description:
A thoraco-lumbar open surgery was planned on t10-l4. 2 screwdrivers were calibrated to be used during the case (t1 and t4). Investigation revealed difficulties in the calibration and verification of both screwdrivers that were used for placing the 14 screws. Only one of the instrumented screws was found to be high compared to the expected trajectory (rl4). A confirmation scan showed right l4 screw was high in the pedicle, and the surgeon felt had a different trajectory than shown on navigation. The surgeon opted to redirect with navigation. After redirecting and confirmation scan the screw was still high and the surgeon opted to freehand screw. In this case, the user used depuy expedium screws. If the sleeve is not perfectly aligned, the screw isn't firmly fixated, thus the screw while fixated to the screwdriver is identified as bent by the xvision sw, leading to a failure in verification. The investigation concluded that the main cause of inaccuracy was the screw skiving. Additionally, it may be that the tulip head wasn't completely fixated during the insertion, leading to a discrepancy between the displayed virtual screw trajectory and the actual pedicle. Better clarification regarding careful loading of the screw in this type of screwdriver and screws may be required.